Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During device analysis, the fse identified that the endoscope reprocessor exhibited weak water volume during reprocessing. The fse observed the external filter pressure gauge reading approximately 60 psi under static conditions; however, during rinse cycle operation, the pressure became unstable and dropped below 20 psi, indicating insufficient or inconsistent water flow. There was no patient involvement.